Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally laparoscopic total gastrectomy, while the device was being applied for stomach body tran section, the jaws of the device got stuck on tissue and they could not control the button for 1-2 minutes. The device was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. They waited for few minutes and removed the reload, and used the other reload to resolve the issue in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.